Manufacturer narrative:
Review of the complaint text indicated the customer suspected sample integrity contributed to the discrepant result. The service history of the isr60789 verifies no subsequent issues have been reported. No contributing factors in the month prior to the complaint were identified in regards to the system. A product labeling review found the architect systems operations manual addresses requirements for handling specimens, operational precautions and limitations and troubleshooting for the reported issue. Numerous probable causes are listed for the sample results observed problems erratic assay results and elevated concentration. The causes include: sample was not collected and/or prepared correctly; and hardware failure. The architect troponin package insert adequately address sample handling, performance characteristics, assay processing, and interpretation of results a review of the architect product monitoring review found no similar issues as described in this complaint; nor was a trend identified with the architect i2000sr erratic result rate. Based on the available information and this investigation, no systemic issue or deficiency of the architect i2000sr analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive troponin-I result for (B)(6) female patient when the sample was tested on the architect i2000sr analyzer. Sample ID l299098884 generated an initial result of 8.49 ng/ml and retest on a second instrument generated <0.03 ng/ml. The customer uses a cutoff of 0.03 ng/ml. No adverse impact to patient management was reported.